Event description:
It was reported that the rigid video scope had green image which was not white balanced. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor fiber breakage and dents on edge. Based on the results of the investigation, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had green image which was not white balanced. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.